Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. Following the implant of a non-bsc stent, the physician chose the 5.0 x 60/135 (4f) sterling, mr balloon catheter for post-dilation. The balloon ruptured at 6 atms upon the first inflation. The procedure was completed with another of the same sterling balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).